Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an atrial tachy response (atr) event with oversensing observed. The presenting electrogram (egm) showed noise oversensed on the right atrial (ra) lead. The other lead measurements are stable. Further review was recommended. No further assistance was requested at this time. The device and lead remain in service. No adverse patient effects were reported.